Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a red screen warning indicating a pg fault/memory corruption had occurred. It was reported that this patient has not been seen by a physician for >1 year, and that the patient works in an environment with strong magnets. The physician elected to explant and replace this device with a similar guidant ICD.to date, there have been no reported patient symptoms associated with this clinical observation.